Manufacturer narrative:
Patient identifier was not available at the time of this report but has been requested. This case is to report the re-stitching of the incision to recover navigation accuracy. User used an obsolete reference frame that is no longer in proper working order.

Event description:
Mnav rep reported that the doctor was inaccurate after registering the patient during a craniotomy for a tumor removal. The reference frame moved, making it necessary to stitch up the incision and re-register to proceed with the surgery.